Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review pump error 55 alarm confirmed in (adapt) and history download on (B)(6) 2024 at 22:38:25 and 22:48:00. File number: 39 and line number: 691. Per software engineer log, it was determined that the pump error 55 is considered a fatal alarm that will follow an open book alarm. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: 65535 and line ID: 65535. Isolate to electronic assembly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. It was determined that there was no moisture damage noted during visual inspection. Unit also received with pillowing keypad overlay, scratched case, cracked keypad overlay at select button, label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails and broken belt clip rails. In conclusion the unit came in with a critical pump error 55 followed by critical pump error (open book) alarm, isolate to electronic assembly. Customers concern was confirmed during visual inspection when unit was received with broken belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1884. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and insulin pump was retuned for analysis.